Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2017 with the following findings: investigation revealed two battery compartment cracks. (B)(6).

Event description:
The pump has been returned to animas. Investigation revealed two battery compartment cracks. This report is made based on results of the investigation performed on 09/23/2017.